Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That an as vega ps tibial plateau cemented t2 (part # nx053z) was implanted during a primary procedure performed in 2018. According to the complainant, there was postoperative loosening of the implant. This occurred due to a patient fall. The patient underwent a revision procedure on (B)(6) 2022. The complaint device has not been returned to the manufacturer for evaluation. A revision was required; columbus revision products were implanted. Further details have been requested. The adverse event / malfunction is filed under aic reference (B)(4). Associated medwatch report: (B)(4) (2916714-2022-00100) nx029z.